Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a blood glucose level of less than 30 mg/dl. The customer was treated for their blood glucose with glucagon. The customer was assisted by paramedics and admitted to a hospital due to the low blood glucose levels. The customer will call back at a later time to address the incident.